Manufacturer narrative:
Received one 8f hemo-cath for evaluation. The lumen is cut 2.5 inches distal to the cuff. A functional examination revealed a hole in the blue lumen just below the hub and a hole in the red lumen just above the cuff. Both leak when the device is flushed and appear to be pin holes. The device was implanted for 7 months with no reported issues. The pin holes appear to have been caused by a sharp object and is most likely not manufacture related. A definitive root cause cannot be determined. The instructions for use (IFU) includes the following catheter precautions: do not use sharp instruments near the extension tubing or catheter lumen. Do not use scissors to remove dressing. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not avail able for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was implanted with the 8f hemo-cath in (B)(6) 2019. In (B)(6) 2020 a leak was noted just below the hub. Fluoroscopy detected a leak in the lumen. The catheter was exchanged. In the days prior to the event, the sutures had become loose. Medical staff examined the device after explant and stated the leak appears to be a hole and not a rupture.